Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein spinal cord stimulation (scs) system was removed. The explanted devices were discarded per facility protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7078638. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 558572.